Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy. It was reported that patient device had 3rd over discharge due to history of noncompliance. Patient was in 3rd over discharge for one year since the overdischarge that occurred in 2016. Surgical intervention occurred, ins got replaced on (B)(6) 2018. The issue is resolved at the time of this report. Patient is alive with no injury. No patient symptoms or complications were reported in this event.